Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen on their insulin pump was frozen. The customer also reported they were receiving too much insulin according to their settings. Customer stated they have experienced many low blood glucose events as a result. The customer's blood glucose at the time of event was unknown. Customer stated they have been experiencing low blood glucose for the past two weeks since starting their new insulin pump. The customer stated they would consult with their healthcare provider about their settings.